Manufacturer narrative:
This supplemental report is submitting to correct "device product code" of d2.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The grasping section was broken off. The proximal side of the grasping section was missing. The tissue pad of the subject device was severely worn. The grasping section had a mark contacted with the probe. The probe had a mark contacted with the grasping section. The manufacturing record was reviewed and found no irregularities. This type of the event is most likely related to the operator's technique. Based on the past similar cases, it was known that the tissue pad at the proximal side was damaged since the user activated output while the subject device was grasping a thick and hard object. It was also known that the proximal side of the grasping section and the probe came into contact since the tissue pad at the proximal side was damaged, consequently the grasping section damaged, and besides the grasping section was broken off when the grasping section was subjected to a load. The instruction manual of the device has already warned as follows; during the treatment, do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, or twisting the handle. Also, do not insert the handle while the handle is twisted with respect to the tissue, do not grasp it, and do not activate the output. Otherwise, the probe tip and/or grasping section may be damaged, which may result in falling of the probe tip and/or tissue pad.

Event description:
During a laparoscopic hernia procedure, the subject device was used. When the user cleaned the subject device outside the patient, the tissue pad of the subject device broke off and fell outside the patient. The intended procedure was completed with another device. There was no patient injury reported. On february 4, 2019, olympus medical systems corp. (Omsc) found that the grasping section of the subject device was broken off. Also, it was known that the tissue pad of the subject device was severely worn. This is the report regarding the breakage of the grasping section and the severely worn tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The exact cause of the break off of the grasping section and the severely worn tissue pad was investigated. Omsc tried to reproduce the worn of the tissue pad, however it was not reproduced. As a result of fracture surface analysis, it was seemed that the breakage of the grasping section was caused by a fatigue breakdown. Crack was observed on the device from x-ray analysis. We checked variations among the parts lot and this event did not depend on the variation among the lot. The exact cause of the reported event could not be conclusively determined. Based on the condition of the proximal side of the tissue pad, it was assumed that the tissue pad was damaged since the user activated output while the user grasped tissue at the distal part of the grasping section. Also, it was known that the contact mark occurred when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the grasping section was broken off when it was subjected to a load. The above device handling has been warned in the instruction manual as follows. Do not activate output while applying the probe tip to the tissue with a strong force, grasping thick tissue, positioning the tissue, twisting the shaft, or rotating the rotation knob. Manipulate and isolate the targeted tissue with another instrument, grasp the targeted tissue with the sonicbeat instrument, and then activate. Otherwise, it may cause the deforming/splitting/protruding of tissue pad or a scratch on the probe tip by interference with the other parts, which could result in the probe tip breaking and falling off inside the body cavity.